Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient is experiencing thigh and hip pain four months postop. Improving, would revise if pain increases but just watching for now.